Event description:
The customer reported that one week after a patient underwent a conisation of the cervix procedure, the patient reported to her gynecologist that she had received burns to her buttocks. The patient said that at first she had felt sore, then blistering appeared and later the skin fell off. During the conisation procedure, the forcetriad had been used in monopolar mode with settings of cut 30 and coag 55. A non-covidien handpiece and return electrode had been used with the generator. The return electrode had been placed on the patient's thigh. Reportedly, there had been no pooling of fluid under the patient, who had been lying on a piece of paper on the surgical table during the procedure.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.